Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called and concerned that the device might not be working. Patient has had history of fast heart rate alternating with slow heart rates, felt like fainting, and struggled to wake up. Patient had to wake up two nights ago, used activator, and understood from physician that there were no cardiac concerns. Patient indicated physician reprogrammed the device. Patient felt better after the discussion and was encouraged to continue working with the current physician. The device is still in use. No patient complications have been reported as a result of this event.